Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak (junction of the afx bifurcated stent graft and left iliac limb extension), rupture and death were confirmed from the medical notes. The type iiia endoleak was most likely user related due to the off-label iliac anatomy at the initial implant that was noted in the operative notes. The contributing factors for the rupture was most likely the two (2) day delay in scheduling the secondary endovascular procedure post admission. Procedure related harms identified for the death were urgent open repair, rupture, cardiac arrest, and CPR. The final patient status was reported expired during the open repair procedure at 8:47pm on (B)(6) 2020. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem - updated; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented emergently with a type iiia endoleak and component separation between the bifurcated device and limb stent graft. The physician planned to re-intervene on (B)(6) 2020, however the patient ruptured the day before (on (B)(6) 2020) and passed away. Subsequent to the initial report, additional information was provided reporting that the patient had passed away in the operating room during open repair.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented emergently with a type iiia endoleak and component separation between the bifurcated device and limb stent graft. The physician planned to re-intervene on (B)(6) 2020, however the patient ruptured the day before (on (B)(6) 2020) and passed away.